Event description:
The customer reports the device has shock button failure.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the complaint was confirmed. The processor pca was replaced to resolve the problem. The device passed all parameters checks, performance calibration and output specification. The device was placed back into service. There was no reported patient involvement. We will consider this a malfunction of the processor pca that caused the device to have shock button failure.